Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had the fridge and a drawer device not detected on the bus and could not be recovered after shutdown and reboot attempts, with the fridge door unable to open. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge and drawer device were not detected on the bus and could not be recovered after shutdown and reboot attempts, with the fridge door not opening. A field service engineer verified the issue, reseated the row board connection at the 392 board, restored device detection, and enabled successful recovery. The system functioned as intended after the field service engineer repaired the device.